Event description:
Pt reported the up and down buttons on the infusion device are damaged. The protective rubber that covers the buttons has been worn out for a while, but the buttons continued to work. She changed the infusion set on (B)(6) 2012, and the infusion device "worked fine." The infusion device displayed an e8 power interrupt error on (B)(6) 2012, and all of the buttons were "blocked" and she could not clear the error message. The infusion device was not dropped. The infusion device was requested for eval. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.